Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances on the right ventricular (rv) channel. Numerous episodes of noise with oversensing were also observed. The patient is not pacemaker dependent but was symptomatic to poor rate control. The system was reprogrammed and will be monitored via routine follow-ups. The pacemaker remains in service. The rv lead is another manufacturer's product. No adverse patient effects were reported.